Event description:
The customer reported an intermittent precharge error code displayed. This will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger was adjusted and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.